Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon on a miller balloon atrioseptostomy catheter detached during use in a (B)(6) male infant. The issue occurred while the balloon was inflated and being pulled through the right atrium of the heart. The balloon was left inside the infant¿s right atrium and he was transferred to another hospital where he underwent a ¿major invasive procedure with higher cost¿ in order to remove the detached balloon. As per follow-up, the infant was transferred back to the original treating hospital and was doing well after removal of the detached balloon.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 830515f. On visual examination, the balloon latex was found completely pulled out from under the proximal windings, and detached from the catheter tip. The smooth edge on the proximal end of the balloon latex suggested there was no balloon latex missing. The distal winding was missing and the proximal winding was damaged. No other visible damage or inconsistency was observed from the catheter body. The customer report of "balloon rubber detached" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU cautions that with balloon inflation volumes above 4 ml, in vitro laboratory tests indicated that there is a potential risk of balloon fragmentation with attendant loss of latex material. Inflation of the balloon is associated with a feeling of resistance. If no resistance is encountered and the balloon is not visualized with injection of the angiographic solution, it should be assumed that the balloon has a leak or has ruptured. Inflation should be discontinued and the catheter withdrawn immediately. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, plaque dissection, catheter tip separation, rhythm disturbances, infection, ductus arteriosus rupture, laceration of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incidental to the use of atrioseptostomy catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per additional follow-up with the customer, it was discovered that during the reported event, the balloon was inflated with 2ml of air and no contrast medium was used. Per the balloon inflation section of the IFU: ¿balloon testing and preparation: the catheter should be flushed with sterile carbon dioxide to displace air in the catheter shaft. Note: do not use more than 1 ml of carbon dioxide or 2 ml of saline for testing and flushing the catheter. Large volumes will stretch the balloon and make insertion more difficult. Inflation material: a solution of 10 ml of heparinized saline and 2 ml of angiographic contrast medium is suitable. The use of highly viscous or highly particulate contrast medium is not recommended for balloon inflation as this may occlude the catheter lumen and consequently prevent easy deflation of the balloon before catheter withdrawal. Caution: air should never be used in any instance because balloon rupture could produce a dangerous air embolus.¿